Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with product return. Upon visual inspection, the plug remaining in the shell has had the hex feature stripped and could not be removed from the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. This reported event falls within the scope of a previous corrective action to further investigate root cause. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported one of the screw hole plugs in the shell would not come off. The hexagonal hole was damaged. This surgery was finished with backup product. Attempts have been made and additional information on the reported event is unavailable at this time.